Event description:
It was reported that varied hv lead impedance reading was observed. The lead was capped and repalced. The patient condition after the procedure was stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.